Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. No battery or power anomalies noted during testing or in power graph.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had the critical block and inverse critical block did not add to zero error and the buttons of the insulin pump were not responding. Customer's blood glucose level was 94 mg/dl at the time of incident. Customer was unable to clear the alarm. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that time clock was advancing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.